Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: 015 device evaluation: the device has been returned and evaluated by product analysis on 05/06/2015 with the following findings: a review of the black box showed that there was evidence of one call service 64 alarm. A 24 hour duration test was successfully completed with no call service alarms being duplicated. There was no evidence of internal moisture observed. No damage to the motor flex was found. The complaint was confirmed in the pump history but not duplicated during testing. Unrelated to the initial allegation, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.